Event description:
Independent repair center customer alleged low o2/yellow light. The key failure is the valve is leaking. Associated malfunctions for this device: heat exchanger leaking, inlet filter missing, zip ties and hose clamp leaking.